Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and moisture damage. Customer's blood glucose at time of incident was unknown. Customer noticed the screen went down look like it was working and could see the display but was light. Customer insulin pump was exposed to fluid. The customer reported via phone call indicating that the insulin pump had moisture damage. The customer reported that the device was exposed to fresh lake water. Customer went into the lake with the pump on. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No missing segments, partial display or black display noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, a missing end cap sticker and minor scratches on the lcd window.